Manufacturer narrative:
(B)(4).

Event description:
It was reported that high pacing threshold was observed. The physician elected to increase the rv output. The physician was also noted that the sensing value was not constant with previous months and made programming changes. The patient is in good condition and will be monitored remotely.

Event description:
The physician noted the pacing threshold and sensing values and found that the sensing value was not constant. The physician elected to turn off the rv auto capture and made programming changes. Patient is stable.

Event description:
Upon further follow up, the lead threshold again increased. The patient is in stable condition and will continue to be monitored.